Event description:
A customer reported the vit cutter did not work during a procedure. No other info has been provided. Additional info has been requested, but none has been received yet.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).